Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified.

Event description:
It was reported that a skin irritation causing itching had occurred while wearing the pod. The patient reports the pods adhesive had caused the irritation at the pod infusion site. The patient reports receiving a medication from the dermatologist to prevent irritation to be used for all pod infusion sites.